Event description:
It was reported that during ruptured aneurysm of the anterior communicating artery (acoma) procedure, the operator prepared to do a stent-assisted embolization with coils. When using the subject guidewire to advance a microcatheter superselectively into the a1 segment of the opposite anterior carotid artery (aca), the operator found that the tip of the subject guidewire could not be manipulated even at the proximal end. Upon gentle retraction, the tip of the subject guidewire did not move, leading the operator to conclude that the guidewire had broken. The subject guidewire and a microcatheter were withdrawn out as a unit. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was noted to be kinked/bend. The guidewire was noted to be broken/fractured approx. 188 cm from the proximal end. The core wire distal end was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event: guidewire distal tip broken/fractured during use was confirmed. The device failed to meet specifications when returned for analysis. It was reported that when using a guidewire to advance a microcatheter super selectively into the a1 segment of the opposite anterior cerebral artery (aca), the physician found that the tip of the guidewire could not be manipulated even at the proximal end. Upon gentle retraction, the tip of the guidewire did not move, leading the physician to conclude that the guidewire had broken. The guidewire and microcatheter were then withdrawn as a unit. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. It was mentioned that the wire was torqued to overcome the resistance. The device was returned and it was confirmed that the guidewire distal end had fractured, there was also kinking noted just proximal to the nitinol tubing. It is probable that the guidewire was fractured as it was torqued to overcome resistance. As per the dfu: " never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action". An assignable cause of procedural factors will be assigned to the reported and analysed event: guidewire distal tip broken/fractured during use, and to the analysed event guidewire kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during ruptured aneurysm of the anterior communicating artery (acoma) procedure, the operator prepared to do a stent-assisted embolization with coils. When using the subject guidewire to advance a microcatheter superselectively into the a1 segment of the opposite anterior carotid artery (aca), the operator found that the tip of the subject guidewire could not be manipulated even at the proximal end. Upon gentle retraction, the tip of the subject guidewire did not move, leading the operator to conclude that the guidewire had broken. The subject guidewire and a microcatheter were withdrawn out as a unit. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.